Event description:
Noticed that the catheter was defective when pulled out of the package. When pulling guiding catheter out of package the tip was kinked. Another was used (from a diff lot #) and was fine.